Event description:
This rv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2016 due to unknown product performance. The physician was dr. (B)(6) at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).